Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals were damaged. The device was observed to be in good condition. The devices event history log (ehl) was reviewed for evidence of the reported problem, no disposable messages found in the log. To conduct functional testing, the device had a battery loss alarm test. Upon testing, it was revealed the reported problem was not duplicated. The device was ran with the customer returned program, and found no disposable messages upon start up in the ehl. That is a possible cause. The downstream sensor is to be replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a no disposable pump won't run alarm, pump says there was 11 ml remaining but was empty. No adverse patient effects were reported by the customer.